Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: france. The investigation is complete. This is an initial final report. Review of the most recent repair record determined the motor speed was unstable, the cable had contact issues, the unit was out of calibration, the position of the control bar was not correct and the reciprocation arm was worn. The motor, plug harness assembly, thickness control shaft, shaft bearings, sleeve bearings, reciprocation arm and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery on (B)(6) 2024, the control malfunctioned during use. No harm or delay was reported. An alternate device was used to complete the procedure. Due diligence is complete and no additional information is available. During device evaluation, the dermatome motor speed was unstable. No adverse events were reported as a result of this malfunction.